Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customer's reported issue was duplicated during occlusion test. The root cause of the reported issues was found was found to be normal wear; device was six years old. Actions taken to mitigate the reported issue: replaced worm coupling, motor bracket also replaced leadscrew and clutch halves for preventive. Performed preventive maintenance and passed all functional testing. UDI information is unknown.

Event description:
It was reported that sensor on preventive maintenance failed. No patient injury reported.